Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. During the procedure, the surgeon noted that femoral signature guides were high on the lateral side. The procedure was completed utilizing guide spring pins. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
Evaluation of device history record and planning and procedures confirmed that during the segmentation phase of manufacturing, there was oversegmentation of the lateral contributing to the gap and instability of guides. The user facility is outside of the united states. No medwatch report was received.